Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported air/gas in the device was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported air/gas in the device could not be determined. The returned device was able to successfully perform all functional testing without error nor leaks, and there were no anomalies noted which could be directly attributed to the reported air/gas in device. In this case, it is possible that the syringe plunger retracting (withdrawn) while connected to the catheter, which caused negative pressure (vacuum) to the catheter lumen and resulted in bubbles being drawn towards the syringe and into the side arm tubing; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
During preparation of the dragonfly opstar imaging catheter, the syringe was loaded with 100% contrast and pushed through flush line, and 5 drops came out of the tip of the catheter. However, when the pressure was released, the clear flush tube filled with bubbles. The syringe was disconnected, to ensure no bubbles were present and reattached, however, when the pressure was released, the clear flush tube filled with bubbles again. Another dragonfly imaging catheter, with the 3l syringe from the reported failed device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.